Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
Product ID 8731 lot# b002977n14, implanted: 2003 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient lost 45lbs and the pump dropped. It was indicated that the pump was confirmed to be flipped and was noted as being uncomfortable with pain at the device pocket. Surgical intervention was performed to move the pump up and secure it. At the time of report, there was no patient injury. That same day, it was reported that the pump had been replaced. Six days later, it was reported that the patient had lost 50lbs and the pump moving caused discomfort for the patient. The pump was replaced and moved up higher, which resolved the issue. At the time of report, the patient was doing well and was getting relief without side-effects. The device system was used to deliver preservative-free baclofen. Five days later, it was reported that the patient¿s weight loss was not related to the pump therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.